Event description:
Revision surgery - poly swap and wash out, due to infection

Manufacturer narrative:
This failure investigation is limited in scope since the product from the revision surgery was not shipped to encore for examination. If the product can be located at a future date this investigation will be reopened. The root cause of this revision surgery is unable to be determined as there are many factors that can contribute to infection that are outside the control of encore medical, l.p. Inventory containment is not required as it has been determined that the pts revision surgery is not a result of the tibial insert. Additionally, a review of the product complaint database reveals that there are no similar complaints with this lot of tibial inserts. Encore considers this the final report.